Event description:
Patient-self tester reports results lower than reference with the protime microcoagulation system. Patient recently had her coumadin levels increased due to a low reading of 2.1 inr on her protime instrument. On (B)(6) 2012, patient tested on her protime instrument generating result of 1.6 inr. On the same day, test result at physician's office using a different manufacturer's point-of-care device was 2.8 inr. Patient's therapeutic range: 2.5-3.8 inr.

Manufacturer narrative:
(B)(4). Cuvette lot #c2p3c055. Method: reserve sample tested from the same lot (cuvette/single-use disposable). Result: reported customer complaint was not confirmed through the instrument or cuvette evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.